Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed after seconds the cuff deflated. A visual inspection was performed, and it was observed the cuff presents a cut which was measured 0.3725 inches. This reading was taken using caliper calibration. The cause of the observed condition was determined to be cut in the cuff. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, air was leaking from the device. There was no patient involvement.